Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri, the lead exhibited noise. Clavicle crush was suspected. The lead was explanted. The patient condition was stable throughout the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 18.5 ¿ 18.7cm proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil, consistent with friction to the device can. This is consistent with the observation from the field of noise.